Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please provide the lot number: unk. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code vcp359h. During visual inspection of the sample, the suture cannot be dispensed since have begun the degradation process caused by exposure to the environment. This condition probably caused the discoloration of the sutures. Additionally, a photo was provided, and with the same condition as the received sample. The foil was visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary:the product was returned to ethicon for evaluation. Two opened samples were received for analysis. Product code vcp359h. Additionally, a photo was provided, and with the same condition as the received sample. Upon the visual inspection of the received samples, the sutures were dispensed without problems and examined along of the strand to detect any issue related to suture color or damaged and no defects were observed during evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that the suture color was gray when just open the package. Changed another two to continue the surgery, the same problem happened. Changed another one to complete surgery. During visual inspection of the sample, the suture cannot be dispensed since have begun the degradation process caused by exposure to the environment. This condition probably caused the discoloration of the sutures. Additionally, a photo was provided, and with the same condition as the received sample. The foil was visually inspected, and no anomalies were observed during the evaluation. There were no adverse consequences reported. Additional information was requested.